Event description:
Received one documented report and general report of undocumented incidences of convertable piercing pin air vent wetting out and impeding flow of fluid. A pt was recieving diprivan via IV set when practitioner noticed that the fluid wasn't flowing. In troubleshooting the tubing, noted that the piercing pin vent was "wetting out," which wasn't allowing the fluid to flow. Practitioner would occasionally use needle to vent the filter to allow flow to restore to the tubing. Tubing changed to solve problem. No pt harm reported.